Event description:
The patient presented to the ER for an ICD change-out. Insulation damage was observed in the pocket area. The lead functioned normally. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasion between 22.6 cm and 23.4 cm from the connector pin due to friction against the ICD can.